Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to have premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted from an anomalous component on the hybrid. The cause of the premature battery depletion was due to high current drain from an anomalous component on the hybrid.